Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia repair. While attempting to close the hernia with the suturing device, the needle seemed to get out of alignment. The surgeon was not able to successfully pass the needle from one side of the jaw to the other. When trying to unload, unable to remove the needle from the device. A second suturing device was then opened and used. The same issue occurred where the needle seemed to get out of alignment. But this time, the jaws were unable to be opened and the reload was stuck. In order to resolve the issue and complete the case, the surgeon finished closing the hernia with a regular suture passer. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Needle two was a broken needle was returned loaded in left jaw of suturing device; needle was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia repair procedure. While attempting to close the hernia with the suturing device, the needle seemed to get out alignment. The surgeon was not able to successfully pass the needle from one side of the jaw to the other. When trying to unload, unable to remove the needle from the device. A second suturing device was then opened and used. The same issue occurred where the needle seemed to get out of alignment. But this time, the jaws were unable to be opened and the reload was stuck. In order to resolve the issue and complete the case, the surgeon finished closing the hernia with a regular suture passer. There was no patient harm. The patient outcome was reported as no injury.